Manufacturer narrative:
(B)(4). This event occurred in irl.

Event description:
The customer received a questionable crep2 creatinine plus ver.2 result for one patient sample. The initial result was 878 mmol/l. The sample was then retested on a different c702, serial number (B)(4). A specific result was not provided. This result did not reflect the clinical picture and was released to clinician with a comment. The result led to a delay in treatment as a second sample from the patient was collected. The result for this sample was 49 mmol/l. The patient was not adversely affected. The customer thinks there is a possible interference with the sample.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.